Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically? Did the patient experience a postoperative leak or bleeding or both? How many days postoperative? How were the postoperative issues identified? Were any staple formation issues identified? If so, please describe the shape and specific location. Was the patient reoperated or were the clips applied endoscopically? Was any further treatment required? What is the current status of the patient?

Event description:
It was reported that the surgeon stated that during a robotic low anterior resection, on (B)(6) 2019, a cdh29a was used and patient had a post-operative leak. He brought the patient back in and used a clip to stop bleeding.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information received: the patient had rectal cancer and previous radiation therapy. The patient was on heparin as per protocol and presented with rectal bleeding the next day after surgery. The area was irrigated and clips were put on to stop the bleeding. There were no device issues during the initial surgical procedure and the indicator had been in the middle of the green range for the firing. The patient was diverted with a loop ileostomy as planned. The patient is ¿doing great, no issues.¿